Manufacturer narrative:
The reported complaint was confirmed via data log analysis. Per data log analysis, the issue was reported on 13-mar-2017 and was said to have occurred on (B)(6) 2017. The last time the air detector was used in the log was on (B)(6) 2017 and there were some issues on that date. It's possible the system 1 date was not set correctly at the customer site or on the central control monitor (ccm) that was used to export the log. On (B)(6) 2017 (per the log), there were three "sensor self test failure" events. These will only occur when the air detection is turned off. This will cause a "check sensor" alert. All three cleared one second after they occurred. These can occur when coupling the sensor to the tube, or when connecting the sensor. During laboratory analysis, the product surveillance technician (pst) found that the air bubble detector (abd) module functioned normally throughout evaluation with no issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the system 1 air bubble detector (abd) was having issues. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.